Manufacturer narrative:
The following sections could not be completed with the limited information provided. Expiration date - unknown, manufacture date ¿ unknown. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-06002/06003).

Event description:
It was reported that a patient enrolled in a clinical study underwent right total knee arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2005 due to instability. The polyethylene bearing and locking bar were removed and replaced. Additionally, the patient was revised on (B)(6) 2013 due to fracture of the patella component. The locking bar was removed and replaced.